Manufacturer narrative:
Based on the DHR review conducted, there is no indication that the production process may have contributed to this complaint. All test results passed the procedural specifications, and there were no defects observed related to error in expiry or releasing/distributing expired material. The failure is unconfirmed. The bmwd was used during surgery, is implanted in the patient, and will not be returned for failure analysis. The expiration date for bmwd product is calculated as 24 months from the start of manufacturing. The lot number and expiration date of each bmwd product are labeled on the outer box as well as on a patient sticker label, which is placed on the inner tyvek pouch. As described by the queries above, there have been no reported instances of mislabeling expiration dates so it is probable that the surgeon did use expired bmwd product. The awareness date of this complaint is 07-september-2018. The expiration date of the piece of product used was 31august2018. The most probable cause of this complaint is the customer¿s inventory management system. The expiration date of the bmwd product used in surgery was likely not checked prior to surgery and use.

Event description:
It was reported that on (B)(6) 2018, a bmw410 bilayer matrix wound dressing 4x10 5 pack had expired 4 days prior to the surgery case and for some reason the expiration date was missed in the process. The mesh was placed on top of the patients wound and a wound vac was placed on top of it. An additional information was received on 10sep2018 stating that there was no delay and had been no adverse reaction and her current condition is stable per the surgeon. The surgeon also stated that he had no concerns but would like to get opinion and recommendations.